Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. It was learned that the patient developed a worsening severe aortic valve insufficiency as a complication of the implant of a mitral valve. The patient underwent an unplanned aortic valve replacement. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient underwent mitral valve replacement with a 25mm bioprosthetic valve. After aortic cross clamp was removed, the right ventricle appeared to have moderate-to-severe decrease in function. Therefore, it took considerable time to try to wean off cardiopulmonary bypass. During this interval, it was noted that there was severe aortic insufficiency. Preoperatively, there was mild aortic insufficiency. Looking at the echocardiogram, there appeared to be some impingement of movement of the left coronary cusp. The heart was rearrested and aortic cross clamp was placed. The sewing ring of the mitral valve in the aorta-mitral continuity was impinging upon the hinge point of the aortic valve leaflet and interfering with its function. The surgeon felt that aortic valve replacement would be the safest and most expeditious route forward. Therefore, the patient received a 19mm valve. Cross-clamp was removed and now there was cessation of aortic insufficiency. After attempting for a considerable time to wean from cpb, the surgeon felt that the patient would be better served with ECMO. Once ECMO was initiated, the patient was weaned significantly off inotropic agents.